Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 34 mg/dl at the time of the incident. The customer stated that they just got off a plane, insulin pump was not working properly. Customer did feel shaky but took some glucose when they got off the plane. Customer's blood glucose was fluctuating from 100mg/dl to 300mg/dl then back to 100mg/dl then it finally went as low as 34mg/dl. The airport emergency medical service came and treated them for about 20 minutes. The customer¿s blood glucose was at 54mg/dl they gave them glucose tablets. The customer was at 220 mg/dl at the time of the call. The auto mode on the insulin pump was active during the event. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The insulin pump will not be returned for analysis.